Event description:
It was reported that the user¿s dexcom g7 glucose readings were visible in the phone app but not on the ilet, and the ilet displayed a prompt to start the sensor with dosing expected to stop soon. Symptoms included no reported adverse clinical effects. Outcomes included prevention of dosing interruption after the user entered the sensor code into the ilet and established communication. Investigation included guided troubleshooting and user education on entering the g7 sensor code into both the ilet and the dexcom app. Investigation of this case revealed that the ilet was not paired with the g7 sensor due to the sensor code not being entered on the ilet, and connectivity was restored after correct code entry. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.